Event description:
A 45 yr old female pt reports she had a lippes loop double and intrauterine device inserted in 4/96. States her menses is currently 13 days late. Pt confirmed with physician the name of the device. Pt's physician reconfirmed the device was a lippes loop double s intrauterine device. Follow-up info received 1/21/97: physician reports that to his knowledge no adverse events occurred while using a lippes loop in any of his pts. Add'l info received 3/6/97: pt reports there was no problem with the lippes loop. States it was her system as a change in cycle. There was no pregnancy.